Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030005. The history files were read out and analyzed. The history files from 2026-02-17 and 2026-02-18 were analyzed. It could be found several infusion but no abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the production seal were available and undamaged. The device was in a clean state and no damages could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,71 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. No visible damage was found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: several problems with this pump. On (B)(6), the perfusion is finished but the pump does not indicate its completion. Message displayed: 7 ml remaining even though the pouch and tubing are empty. On (B)(6), the pouch was set at 8 pm for 24 hours but it finished today at 1 pm. The entered program is correct with the appropriate flow rate. The tubing is the right reference.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device. Being marketed within the us with the following information: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.